Event description:
The patient didn¿t like the stim sensation and decided not to go forward with the trial. There was no known trial lead migration.

Manufacturer narrative:
Correction: h6 codes have been updated to align with new information continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient likely had overstim and they decreased the setting to resolve it. They also tried switching sides. The patient didn¿t like the stim sensation and decided not to go forward with implant. There was no known lead migration.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial began (B)(6) 2021. It was reported that patient mentioned that she was feeling like a numbness down her leg after the procedure. Patient mentioned they were going to take it off her today, but instead they taped it up and said to come back on monday ((B)(6)). Patient also mentioned she did not bring the programmer with her and "the doctor said it's possible the connection got loose or it's not sitting right the way it's inserted." Patient stated "it may have repositioned itself, or I may have bumped it loose. It might not be in the right spot." Patient also stated "the rep thinks it may need to be recalibrated, like when they put electrodes on your back and tell you it's for pain." Patient mentioned the right side was very painful and "part of when they inserted everything" so they switched her to the left. Patient mentioned she feels stimulation going down her leg but it is mild and feels like her foot is asleep. Additional information was received from a manufacturer representative (rep). The rep reported that the patient's trial was removed (B)(6) 2021. The cause of the stimulation going down the patient's leg was unknown. When asked what most likely caused or contributed to the issue, they responded, "overstimulation." When asked what steps were or would be taken to resolve the issue, they replied therapy was decreased and turned down.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot# unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.